Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer received insulin pump error. The blood glucose was 117 mg/dl at the time of incident. The customer was delivering a bolus, and rewind was required due to a pump error, but he does not recall the pump error. The customer disconnect and run a self-test and the pump passed. The insulin pump will not be returned for analysis.